Manufacturer narrative:
The device is not available for evaluation. Additional information has been requested from the account. A follow up report will be filed when the additional information has been received.

Event description:
It was reported that smoke was seen coming from the firewire cable connection of the navigation camera. There were no allegations of adverse consequences associated with this event. Further information has been requested from the account.